Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6 type of investigation and investigation conclusions. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 02-010-01-0220 - logic femoral ps cem left sz 2: 5213192. 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm: 2771301. 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t: 5218642. 1510-s - cemex system fast 70 gm: ab2596. 200-02-32 - three peg patella 32mm: 5100724. Asa0030 - sterile disposable containers: ab1747. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced an unknown issue. As a result, the patient underwent a left knee revision approximately 7 years and 6 months after initial implantation. No further patient impact reported. No further information available.